Manufacturer narrative:
Pump passed the functional tests, including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement. . Unit was successfully downloaded using thump for history files and traces. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, battery tube threads - cracked, cracked case (battery tube), cracked case and scratched case. Cosmetic damage was confirmed at the battery compartment. No device problem was found during functional testing. Unable to verify customer alleged for low/high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported that the insulin pump had a crack at the battery compartment. The hypoglycemia was treated with carb intake. The event involved products mmt-1884l, mmt-442ag, mmt-342. Troubleshooting was performed for hypoglycemia. The customer had used the insulin pump system within 48 hours of the reported low blood glucose event. It was unknown whether the customer used the smartguard/auto mode of the insulin pump. Troubleshooting was performed for cosmetic damage and the damage was affecting/impacting pump functionality which also led to high blood glucose. No further patient complications were reported. The customer will discontinue the use of the insulin pump. Mmt-1884l was requested and the customer response was the device will be returned. It was unknown whether the customer will continue using the reservoir and infusion set. No product return is required for mmt-442ag. No product return is required for mmt-342.